Manufacturer narrative:
Unit passed displacement, and self tests; it failed active current measurement, and sleep current measurement tests. After further review there are traces of previous moisture presence on pcba1 on the back of the lcd display. In addition to this, there are slight traces of corrosion along the top of the battery compartment. Did not note any cracks in the case. Furthermore, the retainer ring is solidly intact with the reservoir tube lip. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump received replace battery now alert. The customer's blood glucose level was 9 mmol/l at the time of the incident. The customer was assisted in troubleshooting. The customer did receive low battery alert before replace battery now alert. The customer also stated that this was the second occurrence of the alert. They also reported that the battery was not previously used. The insulin pump will be returned for analysis.